Event description:
A customer reported an issue with the display of their pump, which affected their ability to read the screen. There was no information provided about any impact on the customer's blood glucose level. As a resolution, technical support arranged for a replacement pump to be sent to the customer under warranty. The customer was informed about using multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery and was also guided on how to prepare and return the defective pump.